Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned an evis exera ii ultrasound gastrovideoscope for routine inspection/maintenance. During evaluation/inspection of the returned device, olympus noted cracking of the adhesive rubber and peeling of the cover body glue. This can lead to increased risk for potential patient infection. There is no patient patient contact/impact associated with this event.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Physical evaluation of the returned device: the adhesive rubber was found to be cracked and the cover body glue was peeling. The control knob has play. The endoscope has been fully disassembled and all durable components have been inspected to olympus. Standards. The insertion tube, four angulation wires, bending section, bending section covering, air/water. Channel, and biopsy (suction) channel have been replaced with new olympus parts. The electrical. Connector has been replaced. All non-durable items (gaskets, seals, o-rings, screws, and contact pins). Have been exchanged for new olympus parts. The endoscope has been leak tested to insure watertight integrity. The endoscope has been checked for proper insulation. As a result of this refurbishment, the endoscope has been restored to olympus original factory specifications.